Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain, nausea, and cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient went to the hospital and was treated with vancomycin (at a dose of 100mg) for shock treatment followed by vancomycin (at a dose of 100mg, discontinued after 14 days) for maintenance treatment, ceftazidime (at a dose of 1 gram) for shock treatment followed by ceftazidime (at a dose of 250mg per bag, intraperitoneal, discontinued after 14 days) for maintenance treatment and heparin (at a dose of 1cc) for shock treatment followed by heparin (at a dose of 2-3 days, discontinued after 14 days) for maintenance treatment but was not hospitalized for the event. Four days after the event onset, the patient recovered from cloudy liquid. At the time of this report, the fluid was clear, no discomfort, totally asymptomatic but the outcome of peritonitis, abdominal pain, and nausea were not reported. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.